Event description:
Patient reported that she went swimming today and prior to swimming the pump was working adequately but when she came out of the water none of the buttons would respond. She disconnected the pump and rebooted and the she could not move the screens due to the unresponsive buttons. The alleged issue was not resolved over the phone and the product was replaced. There was no adverse event associate with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the bolus button was detached and torn but the keypad was intact. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the buttons responded appropriately. There was no evidence of keypad contamination found under the button contacts. Moisture corrosion was visible on the bolus button switch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.